Event description:
Pt called to report adverse reactions from essure permanent birth control system. Pt stated a few months after implantation, she gained (B)(6) pounds. She stated in (B)(6) 2012, she started having severe mood swings and was recommended by her doctor to a psychologist. She said last summer she began to experience tingling in her arms and legs, muscle and joint pain, migraines (4 days a week). The pt said in (B)(6) 2013, she began to have extreme pelvic pain on her left side, fatigue, hot flashes, night sweats, stomach bloating to the point where she looked pregnant, side pain spasms, chest pain, depression, confusion spells, neck and spine pain, and constipation. She said her periods became clotty with intense pain. The pt said she is scheduled to have a hysterectomy (B)(6) 2013 for removal of the device. She also stated she has painful intercourse and her vagina feels dry and at times itchy. The pt is extremely unset and unhappy with the device.